Manufacturer narrative:
The device is available for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a damaged battery. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention. The software version is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. This issue has been escalated to CAPA.